Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) sustained injuries as a result of the recall affecting this model. Guidant received additional information that the device was explanted prophylactically due to the advisory. Another device was implanted. The explanted device was returned for analysis.